Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient was sweating too much but had no other symptoms. The cgm alerted for an egv of 64 mg/dl. The patient¿s daughter compared cgm values with a glucometer and found the bg fs value was more than 20 points lower than the cgm value. No medication or treatment was administered at home. The daughter transported the patient to the emergency room (ER) for evaluation on (B)(6) 2025. Although cgm and bg fs values at the ER were not remembered, the reporter indicated the values continued to be inaccurate after arrival. The reporter did not remember the name of the medication used to stabilize the patient condition. He was discharged the next day on (B)(6) 2025 (greater than 24 hours) in stable condition. No other patient or event details were available. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It was reported that the bg meter reading taken at the onset of symptoms was more than 20 points off lower than the cgm reading of 64 mg/dl. No additional patient or event information is available.